Manufacturer narrative:
Siemens customer service engineer (cse) inspected the device, found lamp and filter dirty. Cse replaced defective lamp and dirty heat filter. Cse replaced it with local stock, performed calibration and control using customer provided materials. Instrument is operational. The root cause of the issue was determined to be a maintenance issue.

Event description:
Customer reported (B)(6) blood results on the instrument. There was no report of injury due to this event.